Manufacturer narrative:
Result: power cord plug missing ground prong.

Event description:
It was reported by service report that there was no power to the bed. It is unk if there was pt involvement or adverse consequences occurred.